Manufacturer narrative:
(B)(4). Upon review of additional information provided, it was concluded that the event reported did not involve a device manufactured by this reporting firm.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tubing needed to be replaced on a realize band because the patient's bowel had eroded into the tubing. The band and tubing would have to be replaced.